Event description:
Event description guidant received information that the right atrial, right ventricular and left ventricular transvenous leads had dislodged, which was confirmed by chest x-ray. No adverse patient symptoms were reported.